Manufacturer narrative:
Dtba2qq ICD; 6947m62 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged from the coronary sinus. It was noted that during the lead revision, the cardiac resynchronization therapy defibrillator (crt-d) had a set screw issue when reattaching the atrial lead. When the atrial lead was being attached, the hex wrench was turning and spinning the screw, but the thread was not engaging. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.